Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husband's insulin pump stopped working. The customer¿s blood glucose level was 169 mg/dl. Customer's wife stated that he had been in the pool before this blank display. Customer stated that they do hear fluid when shaking the insulin pump. Customer states they saw fluid under the lcd. The customer was advised to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed active current measurement. No blank display anomalies noted during testing. Device received with power error 25 alarmed while monitoring, high sleep current measurement during testing and pump error 75 alarmed during self test due to severe corrosion on electronic board stack. Corrosion on force sensor assembly and motor assembly.